Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported the patient developed an infection at insertion site during impella support. As a result, antibacterial agents were administered. Subsequently, the patient was at risk of ischemia with almost no contrast enhancement of sfa before surgery. The impella was left in place without bypass and was removed due to signs of lower limb ischemia. No further information was provided.